Event description:
It was reported to philips that the system was unable to boot-up. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and found the reported issue. After reviewing the log, fse found that the host pc's hard drive bay was not powered on. Upon troubleshooting fse found a blown fuse in the mains rack. To resolve the issue, fse replaced the blown fuse. It was also discovered that the cabinet room was excessively hot, and the customer was advised to resolve the air conditioning issue to prevent future hardware failures. After the fuse in the mains rack was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.